Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported, that the ventilator generated a technical error code indicating a turbine module failure. Our field service engineer has investigated the reported machine on site. The turbine module has been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue and the o2 concentration was high that means that the turbine has stopped delivering air gas. The returned turbine has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It was not possible to reproduce the issue. However, this type of failure can be intermittent. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The servo-air device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
It was reported, that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer ref. #: (B)(4).